Event description:
Went to place io into patient leg. Drill worked without issues, needle drilled in without issues. When removing the stylus, plastic cover broke from stylus. Unable to remove inner stylus so entire io had to be removed.